Event description:
Covidien received info stating that the ht70 ventilator touch screen was unresponsive after bootup. There was no patient involvement reported.

Manufacturer narrative:
The returned device was inspected and the reported issue was verified. The ventilator was found to have a depleted coin battery. The failure investigator replaced the coin battery and updated the software. The device operates as intended. Covidien reference (B)(4).